Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a loss of telemetry during defibrillation threshold testing, the energy delivery was interrupted.  It was noted that the electrograms (egm) displayed message "event aborted but detection/charge and delivery continued.   The shock list showed aborted event followed by programmed 14 joules for first shock that was unsuccessful, followed by programmed 24 joules shock that was successful.  No action was taken.  The cardiac resynchronization therapy defibrillator (crt-d) remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, 694758 lead implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.